Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was unknown. Customer stated that the numbers was not ramping. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer was advised to remove the battery and then inset the new battery then customer stated that he buttons were not responding. The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).